Manufacturer narrative:
The netkonnect remote network extension (qp-983k or rns server) that is used with the remote network station (rns monitoring station) was restarted and the remote network stations were backup and running. Issue was resolved.

Event description:
The customer reported that the remote network stations (rns or remote monitoring system) are experiencing communication loss.